Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time, call was abandoned during the questionnaire.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 267, 215, 240 and 189 mg/dl. The customer¿s expected blood glucose test result ranges are 120-130 am fasting and 140 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date is within the past month. The meter memory was reviewed for previous test result history: result (B)(6): 267 mg/dl, date: on (B)(6) 2025, time: 8:03am, fasting, result (B)(6): 215mg/dl, date: on (B)(6) 2025, time: 7:54am, fasting, result (B)(6): 240 mg/dl, date: on (B)(6) 2025, time: 6:28am, fasting, result (B)(6): 189 mg/dl, date: on (B)(6) 2025, time: 6:21am, fasting, result (B)(6): 189 mg/dl, date: on (B)(6) 2025, time: 6:06am, fasting.